Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a insulin flow blocked alarm on the insulin pump. Troubleshooting found insulin did not exit the tubing and the pump alarmed insulin flow blocked during a fill cannula. The customer also reported the reservoir indicated it was empty, when it was half full. The customer also reported the insulin pump suspended itself five times in one day. The pump history also showed that the insulin pump suspended itself 10 times in one day. Troubleshooting verified that it was not an auto suspend feature. The customer's blood glucose was unknown. Reservoir not returning.